Event description:
It was reported that the user forgets to open the secondary clamp. Bd clinical practice consultant discussed the new prompt to remember to open the secondary clamp but nurses stated that it feels like ¿just another button¿ that they have to press and can still forget to open the secondary clamp. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code.

Event description:
It was reported that the user forgets to open the secondary clamp. Bd clinical practice consultant discussed the new prompt to remember to open the secondary clamp but nurses stated that it feels like ¿just another button¿ that they have to press and can still forget to open the secondary clamp. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.